Event description:
Note: this manufacturer report pertains to one of two flexiva 200 tractip laser fibers that were opened for use in the same procedure. It was reported to boston scientific corporation on november 15, 2018 that two flexiva 200 tractip laser fibers were opened for use in a procedure performed on unknown date. According to the complainant, during procedure, the first laser fiber was broken a second flexiva 200 tractip laser fiber was opened and the same issue occurred. The procedure was completed with a third flexiva 200 tractip laser fiber. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. Block h6: problem code 1069 captures the reportable event of fiber broken. Block h10: investigation results: one flexiva 200 tractip laser fiber was received for evaluation. The fiber was returned in one piece with the tip detached. The fiber measured approximately 315.7 cm from the top of the connector to the distal tip. Exposed glass portion of the distal tip measured approximately 0.3 cm and was consistent with a fracture, likely as a result of handling during the procedure. Examination under magnification revealed that the fiber tip was fractured with a portion detached. Therefore, a review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two flexiva 200 tractip laser fibers that were opened for use in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 200 tractip laser fibers were opened for use in a procedure performed on unknown date. According to the complainant, during procedure, the first laser fiber was broken a second flexiva 200 tractip laser fiber was opened and the same issue occurred. The procedure was completed with a third flexiva 200 tractip laser fiber. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.